Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported by the patient that the stimulator was ¿not working,¿ and when asked for clarification, the patient reported they had a return of symptoms on the day of the call. The patient reported they were unable to use the programmer to get the stimulation to come on or go up. The patient reported they kept seeing a warning message on the programmer screen. While on the call, the patient was assisted in syncing with the ins. At first the patient reported the stimulation was on, however it was later determined that the stimulation must have been off. The patient reported program 3 was active but the amplitude was at 0.0v. The patient tried increasing amplitude but a warning message appeared because the ins was not on. The patient turned the ins on and then they were able to increase amplitude to the desired level and the patient was able to feel the stimulation. The patient was going to follow up with the health care physician (hcp). On/off button functionality was reviewed with the patient and the patient was going to see if the therapy controlled their symptoms once again now that the stimulation was turned on again. There were no further complications reported/anticipated.